Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a ventilator inoperative and safety valve open message. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the unit was in an inoperable condition with relevant diagnostic codes in the ventilator memory logs. The sp performed the extended self test (est). The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a ventilator inoperative and safety valve open message. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.